Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone coating of the tip of the jaws was peeled off. In addition, the metal plate on inside of the jaws was bent and came off. This occurred near the end of the procedure, so the procedure was completed with the same device. Nothing fell off inside of the patient. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone coating of the tip of the jaws was peeled off. In addition, the metal plate on inside of the jaws was bent and came off. This occurred near the end of the procedure, so the procedure was completed with the same device. Nothing fell off inside of the patient. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed and twisted away from the hot jaw at the proximal part of the base of the hot jaw but remained attached at the base of the jaw. The silicon insulation was observed to be peeled away from the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, and evaluation results, both reported failures "material twisted/bent" and "peeled jaw" are confirmed. Specific actions for both the reported confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.